Event description:
The icp sensor was implanted and monitored pt's condition. High readings were then recorded. A CT scan showed no new changes, and the icp treatment was continued. A repeat CT scan revealed no new changes, so the monitor was removed. Upon removal of the sensor, the baseline wandered. At this time, jjpi has not been able to identify the product which allegedly malfunctioned in this incident: MDR - 1219655-1997-00177. MDR - 1219655-1997-00178.

Manufacturer narrative:
The device was tested in the following methods; visual examination, electrical continuity testing, electrical leakage testing, zero drift testing, offset - wet v. Dry and temperature sensitivity. The conclusion of the testing is that the sensor was in compliance with all elements of the functional requirements, and the nature of the complaint was not able to be reproduced. Jjpi considers this file closed.